Manufacturer narrative:
The insulin pump was received with unresponsive act and escape buttons due to moisture damage on the keypad traces. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No damage was found on the electronics noted. The insulin pump passed idle current test. The insulin pump had cracked display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer took off batteries and cap and set this pump for 24 hours. All of the buttons weren't sensitive. The customer's blood glucose is normal, didn't require medical treatment.